Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not working and there was a high pitch noise coming from the devise. Customer's blood glucose reading at the time of the call was 4274 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. The device was monitored for 48 hours with multiple basal rates. The device passed self test and displacement test. No high pitch noise or unexpected audio and or beep anomaly noted during testing. The device had minor scratched display window and cracked reservoir tube lip.